Event description:
Reportable based on device analysis completed on 18-sep-2018. It was reported that balloon inflation failure occurred. The 98% stenosed target lesion was located in moderately tortuous and severely calcified lower limb. After the guide wire crossed the lesion, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, the balloon was unable to be inflated. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a longitudinal balloon tear. Returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft. There was a 1cm longitudinal balloon tear in the balloon. Inspection of the device presented no other damage or irregularities.